Event description:
During nursing rounds at 8:00 pm, pt was observed to be sleeping. During room check at 9:30 pm, pt was found with her head through the middle opening of top right bedrail. Pt was anxious and moving head from side to side. Head became wedged in opening and siderail had to be cut with bolt cutters to release head. Pt had abrasions to side of nose and nasal distortion, and soft tissue swelling of cheeks and eyelids. No respiratory distress observed. Pt utilized mouth breathing until head was released. Pt was able to be transferred back to the nursing home on 6/3/96.